Event description:
The reporter called on behalf of the pt who has eye infection on and off. It was reported that the pt could not see, had swelling and scratchy eyes. She had this problem 6 times and went to dr, but they don't know the exact reason, and they put the pt on antibiotics. The reporter couldn't provide further info, and they were aware of the recall of this product.